Event description:
It was reported that the patient was dissatisfied with the therapy and requested to have the pump removed. Per the reporter, the health care provider believed the pump was working well and the patient's symptoms were related to their ms. It was not known what symptoms the patient had experienced but a family member believed that "the pump was making the patient sick". The pump was explanted. The pump was used to deliver lioresal. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709sc lot # n243512004 implanted on: (B)(6) 2012 explanted on: unknown. (B)(4).